Event description:
On arthoscooy 03/05 found need for 8x. "Dessociation of polyethylene patella button from right depuy patellofenoral prosthesis procedure: limited synotectomy right knee, revision of petcllar component right knee, lateral release right knee. Polyethylene patella was found to be fractured. It was removed. It was sent to pathology, pictured taken and it was then sent to the MFR. Concern is that it was defective.